Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that on an unknown date in (B)(6) 2021, the patient faced a bent cannula issue, experienced high blood glucose symptoms, and had presence of ketones in his urine. At the time of the incident, his blood glucose level was 15 mmol/l. The site location was his abdomen, and he had inserted the infusion set two days ago. Consequently, he was admitted in the emergency room, with blood glucose level of 20 mmol/l and ketones were 6 mmol/l. During hospitalization, he was administered insulin drip where he stayed there for 2-3 days. Currently, his blood glucose level was 20 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.